Event description:
Technician alleged that the hi/low drifts down after lowering the bed. No incident involved.

Manufacturer narrative:
Technician found that the hi/low brake drum is dirty and greasy. Technician cleaned and degreased the hi/low brake drum to resolve the issue.